Manufacturer narrative:
(B)(4). Customer refused return the alleged deficient product;customer will return the replacement product;customer informed that bought a new meter as a replacement.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified test strips expire 11/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 41mg/dl and 85mg/dl non-fasting. Reviewed meter memory: 70mg/dl, (B)(6) 2016, 10:25:00 am, fasting:yes. 45mg/dl, (B)(6) 2016, 10:30:00 am, fasting:yes. Memory concerns:with 45mg/dl. Meter time and date not set.